Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0et04, implanted: 2014 (B)(6); product type lead. (B)(6).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0et04, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that patient had his appointment on the day of the call and they were able to turn stimulation up to 8.5v and not feel any stim. The manufacturer representative tried programming different unipolar and bipolar electrode combinations at higher pulse width (pw) and patient still could not feel stim. The manufacturer representative did not have impedance values at time of the call but stated everything was under 1000 ohms. It was indicated that patient had were normal readings (they recall there were no short circuits and nothing>4000). Advised increasing amplitude and pw and rechecking impedance values. The manufacturer representative did not know when the patient started having return of symptoms. The patient could not really tell them when it stopped working and that they did not attribute it to any falls/trauma. Patient couldn't tell them if the symptom return was sudden or gradual. Additional information reported 5 days later that the patient was getting 50% or greater symptom reduction. At this time, no physician reviewing films for possible migration. Reprograming was tried on date reported, but patient felt no stim at configurations 1-7. An x-ray was performed but the result not available. The patient has no harm but back to baseline with fecal incontinence (fi) episodes. Additional information received on 2014 (B)(6) indicated that patient was scheduled for revision/ replacement next week. The health care provider still had not seen the x-rays at my last conversation, but decided given the circumstances it was going to require intervention regardless. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported the cause of the event was not determined, but it appeared the lead was dislodged and was "not working." Following the replacement, the patient was experiencing 50% or greater symptom reduction and had recovered without permanent impairment.

Event description:
Additional information received reported that the lead and implantable neurostimulator (ins) were replaced the day prior to the report. The physician still had not looked at x-rays. However, when pulling the lead from the foramen it slid out very easily with little resistance. Tactile feel would indicate migration and explain why the patient felt no stimulation, if it had migrated substantially, but this could not be confirmed without viewing x-rays. The patient outcome was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.